Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to far field r wave oversensing. Patient presented to the emergency room after receiving the shocks and the device was interrogated. The patient will be seen at the physician's office for device reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2007 (B)(6). (B)(4).